Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited intermittent farfield oversensing. Review of programming showed a blank after v pace was set to smart. The farfield signal was approximately 0.3 mv and occurred more than 85 ms after the vp, which could not be covered by extending the cross chamber blanking. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported.